Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. According to additional information from the facility, the facility found that the unspecified stains (probably a disinfectant containing) had adhered to the connector surface of the subject device, so the facility wiped off the stains. Then, the product worked without problems. The exact cause of the reported event could not be conclusively determined, but there was the possibility that the reported phenomenon was attributed to the temporary communication failure due to foreign matter adhering to the connector surface of the subject device. The instruction manual of the subject device states appropriate reprocessing method. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the pre-inspection for an unspecified laparoscopic procedure using the ltf-s190-10 with the subject device, the endoscopic image became sandstorm display. The user facility replaced the ltf-s190-10 to another ltf-s190-10, but the endoscopic image was blackout or inverted. Thus, the user facility replaced the subject device to a non-olympus similar device and completed the procedure. The procedure was prolonged approximately for fifteen minutes. There was no report of patient injury associated with this event.